Event description:
It is reported that the surgeon reamed pelvis to 54 mm. When he attempted to implant the shell, the surgeon found that he needed to ream deeper. He reamed deeper with 54mm reamer and the 55mm shell was implanted. Since the surgeon could not remove the impaction handle from shell, the shell had to be dislodged from the pelvis. He then reamed to 56mm and implanted a 57 shell with a different impaction handle.

Manufacturer narrative:
Eval summary: the impactor and shell were returned. Visual inspection revealed damage to the leading thread of the impactor. Additional impact markings were noted on the knurled handle area and strike plate. The potential field age of the instrument was approx 10 years. Visual inspection did not reveal any damage to the polar threads of the shell. The possible causes of thread damage on the impactor include the following: impaction without fully threading the shell onto the impactor, dropping the impactor during cleaning. The cause for thread damage cannot be conclusively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.